Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/13/2024. A video was provided by the account. A video inspection was conducted. Signs of clinical use and evidence of blood were observed on the btt. The btt was observed to be uninflated and connected to an insufflator, which shows an occlusion message on the screen of the device. The btt is then disconnected from the insufflator and the occlusion message disappears. An investigation was conducted on 05/21/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. A small straight cut was observed in the silicone of the btt balloon. A syringe was used to attempt to inflate the balloon and the btt was unable to be inflated. No visual or physical defects were observed on the btt insufflation tubing. A 5cc syringe filled with saline was attached to the co2 line on the btt. The syringe was depressed to spray the saline. There was no backflow or occlusion observed in the co2 line. Although the video inspection shows an occlusion is present with the btt, based on the returned condition of the device and investigation results, the reported failure "improper flow or infusion" was not confirmed, however the analyzed failure "material rupture" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000380264 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported when they connected vasoview hemopro vh-3500 co2 kept getting an occlusion message and no insufflation of they tunnel. They believe the occlusion must be somewhere in the trocar. They opened an accessory kit and the problem was solved. Minor delay. No harm to patient. Per video provided by the complainant, it is observed that the btt is attached to a co2 line. There is no evidence of blood identified. In the video, it shows there is no co2 flow.